Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to lack of receipt of relevant medical records and/or imaging. Several attempts were made and denied for medical records as patient authorization is needed and no response was received for medical imaging. These events are likely related to the reported aortic neck being reverse taper and angulated which is outside the indications of use (off- label). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, two afx suprarenal aortic extensions, and an afx infrarenal aortic extension. Reportedly, the neck was reverse taper and angulated which is outside the indications of use (off- label). Approximately 7.5 years post initial procedure the patient presented emergently with a type ia endoleak. Re-intervention was completed with implant of an afx vela suprarenal successfully sealing the type ia endoleak. The patient was reported to be doing well.